Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, an occlusion alarm occurred, the pump shut off unexpectedly and an unspecified malfunction occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.